Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer will not turn off. The caller kept pressing the "off" key and the screen went to the windows screen which displayed a message asking the if the user wanted to shut down. The programmer did not shut down, despite the user clicking "yes." Technical services (ts) provided assistance in resolving the issue by asking the caller disconnect the power cord, remove the battery, and wait one minute. The programmer then powered up, but a window appeared indicating that the programmer was going to shut down. The programmer then booted to the "select model" screen as normal. Ts had the caller power down as normal and then the programmer responded as designed. The programmer remains in use. There was no patient involvement.